Event description:
A (B)(6) male pt contacted zoll customer support to report that his device displayed a message that the device may need service. Pt also reported a code 107. Pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) currently has been completed. The reported problem (device needs service / code 107) has been confirmed. Upon evaluation, the monitor was resetting. The cause of the message for service, code 107 and the resets is a defective sd card. The root cause of the defective sd card cannot be positively identified. No adverse event resulted from the monitor. The pt received a replacement monitor.